Event description:
Customer reported that when the nursing staff changed batteries on micropaqs, they would not reconnect to the acuity central station resulting in the inability to centrally monitor some pts until the problem was resolved. The customer did not indicate the pt ID for any of the pts that may have been connected to the system.

Manufacturer narrative:
We will not be receiving the device back for eval. We rendered technical service over the phone to restore operation. We are still investigating the cause and will issue a f/u report when we have completed the investigation.